Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was hcp said pt may have leads or abandoned parts that are "non-[manufacturer]" and belong to "biotronic." Tss reviewed device and registration information. Tss did not ask hcp to focus on reason for call. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).